Event description:
During an open reduction internal fixation of a left elbow, two synthes drill bits broke off inside of the patient's elbow (distal humerus). Tips of bits were left in patient and secured in with screws.